Event description:
The explanted devices were received for analysis. Product analysis for the generator was completed and approved. There were no performance or any other type of adverse conditions found with the pulse generator. Lead analysis is currently still underway.

Event description:
Product analysis for the lead was completed and approved. Note that a portion of the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted except for the set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. The additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. X-ray images of the ¿as-received¿ product suggest the canted spring was making a good electrical connection to the lead¿s connector ring. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
It was reported that a patient¿s device has high impedance. It was noted that the patient's job may have contributed as he was lifting heavy amounts of weight on his shoulder at work. Surgery is likely but has not occurred to date. No additional or relevant information has been received to date.

Event description:
Information was received that the patient underwent a full replacement. Per the explanting facility's protocol, the explanted device is not available for return. No additional or relevant information has been received to date.